Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old female patient had a rash on her back under the therapy electrode pads. The patient was instructed to change and launder the garment and device on a more frequent basis. The patient, a physician, advised that the rash was due to her profuse sweating and that she would remove the device every now and then to allow the rash to heal. Follow-up indicated that the condition of the rash remained the same. The medical outcome of the rash is unknown.